Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 481 mg/dl at the time of incident and the current blood glucose level was 454 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose level. The customer stated that the auto mode feature was active. Customer did not allege insulin pump was under delivering the insulin. The device will not be returned for analysis.